Manufacturer narrative:
The mechanism assembly was disassembled and was found to be assembled correctly and in good working condition. Inspection of the bezel posts for this pump module did not confirm the incident claim of cracked bezel. A rate accuracy test was performed and results indicate that the device was within specification. A root cause was not determined.

Event description:
It was reported that the customer found cracks on one or both of the top posts of the bezel assemblies during inspection in biomed. No patient involvement was reported.